Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 46.6 from the distal tip. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube do not show damage. Additional related observation(s) not reported by site: the instrument was found to have the proximal clevis dislodged from its original position. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the dislodged proximal clevis and the main tube being broken. The instrument was unable to operate properly due to the dislodged clevis. The instrument was not fully functional. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The dislodged proximal clevis is typically caused by excessive side loading on the instrument.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier had a broken shaft at the tip. There was no report of patient involvement.